Event description:
Reporting status: serious injury. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that thrombosis occurred during the procedure, less than five minutes after the implant of the stent. Angiomax was given and a 3.5 x 8 otw promus was implanted as treatment. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Thrombosis, as listed in the instructions for use and product risk assessment, is a known adverse event associated with coronary stenting. Additional therapy/non-surgical treatment is also addressed in the risk assessment. As there was no reported device malfunction at the time of the procedure, there does not appear to be any indications of a stent delivery system quality problem. In this case, a conclusive root cause for the reported patient issue of thrombosis, with additional treatment with medication, and the relationship to the device, if any, cannot be determined.